Manufacturer narrative:
Review of device history records found these units were released to distributor with no deviations or abnormalities. Visual inspection of the product confirms the complaint. The fracture pattern of the threads is consistent to that of bending overload. Inspection of the device shows evidence of heavy use. Based on the surgical technique (B)(4), page 20 states, "note: levering on the inserter handle or impacting the handle on a location other than the strike plate to reposition the shell may damage the threads." This device is used for treatment. Product most likely failed due to the surgeon leveraging the handle in attempts to reposition the cup and/or from multiple off-centered and angled impactions. However, it is impossible to determine the exact mode of fracture with the information provided no corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
The hospital returned the inserter to our warehouse due to the threads being damaged.